Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow sensor was defective on the arctic sun device. The device would send for repair or major maintenance. As per follow up information received on (B)(6)2022 , the patient was on the device during the malfunction of the device. Due to the flow meter always remaining at 0.0 no therapy could be sustained. Another device was used to finish the therapy. A preventive maintenance has been completed on the device and further evaluation was not necessary. The patient had a brain stem infarct.

Manufacturer narrative:
The reported issue was confirmed. The reported issue was confirmed, however the root cause could not be isolated. A potential root cause could be due to inadequate maintenance. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3)add one vial of arctic sun temperature management system cleaning solution to the sterile water." Correction: d, g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the flow sensor was defective on the arctic sun device. The device would send for repair or major maintenance. As per follow up information received on 31-aug-2022, the patient was on the device during the malfunction of the device. Due to the flow meter always remaining at 0.0 no therapy could be sustained. Another device was used to finish the therapy. A preventive maintenance has been completed on the device and further evaluation was not necessary. The patient had a brain stem infarct. Per sample evaluation on 30aug2022, water tank was quite dirty from algae growing up inside the water. Those algae caused most likely the problems with the flow and reducing also the efficiency of the circulation and mixing pump.